Event description:
First insulin pump would not work second pump has problems with retraction of piston rod problems with occlusion alarms. Third pump - problems with piston rod retraction and with battery function.